Event description:
Subsequent to the initial medwatch report, the device had been returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that inadvertent mishandling during removal from the packaging caused or contributed to the premature deployment. Without having the device to examine, a conclusive cause could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without any blood or saline visible, consistent with the reported information that there was no patient involvement. The outer tube was retracted 4 mm from the soft tip, suggesting that the metal shaft may have been pushed slightly. The first row of the distal end of the stent implant was fully expanded and smashed. The proximal end of the stent implant was 3 mm distal to the proximal marker. There was no other damage noted to the stent implant. There was no other damage noted to the sess. The tuohy borst adapter was tight on the metal shaft. In this case, it may be possible that inadvertent mishandling during removal from the packaging or during device preparation caused or contributed to the premature deployment; however, a conclusive cause could not be determined. A review of the finished device lot history record did not reveal any non-conforming material record for this lot.

Event description:
It was reported that during device preparation, the xpert stent was noted to be partially exposed out of the delivery system. The device was not used. There was no patient involvement. No additional information was provided.